Event description:
New information received noted that lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with false high ventricular rates, caused by noise over-sensing on the right ventricular lead. Pacing was inhibited for short episodes due to the over-sensing. A lead revision was discussed. Patient was stable after the event.